Event description:
Patient reported he had a low blood glucose (bg) and was "unconscious for about 4 hours." He was taken to the hospital. Patient reported he "lost use of his arm due to the way he laid [on it] while he was low." His pdm was downloaded and the history shows he is using the pdm to test his bg. No additional information was provided regarding this event. No product was returned for investigation.

Manufacturer narrative:
The pod was discharged and therefore unavailable for evaluation. We are unable to confirm any product malfunction that may have caused or contributed to the patient's hypoglycemic event. Product lot records could not be reviewed since no lot number was provided. The omnipod's user guide warns, "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death." The user guide advises that "frequent blood glucose checks are the key to avoiding potential problems" and instructs users to treat hypoglycemia as follows. Treat immediately; check bgs every 15 minutes to avoid over-treating the condition. If bg is below 70 mg/dl, take 15 grams of fast-acting carbohydrates. Check bg again in 15 minutes; if bg remains low, take another 15 grams of fast-acting carbohydrates. Contact an hcp for guidance. Repeat the steps above until bg is within goal range. The user guide instructs users to investigate the possible causes for the hypoglycemia to avoid similar problems in the future.